Manufacturer narrative:
One fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were returned but separated from the device. The needle did not display any permanent damage. The depth limiter was attached but had been previously removed and replaced. It was creased, distorted and flared. The symptoms are aligned with the user having difficulty with reaching desired location for use and tissue resistance from probing. The device cycled and actuated properly, as expected. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further action required this time.

Event description:
It was reported that during meniscus repair surgery both t1 and t2 of the fast-fix were deployed at the same time. The procedure was completed with a delay of under 30 min and using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.